Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and vibrating without any alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that he dropped his pump into water. The customer was stooping down and clip fell off the belt. The customer states the insulin pump was exposed to water. The customer reported that the pump is vibrating without any alarm or alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.